Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported mechanical issue with the forceps and subsequent cancellation remains unknown.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g6, h2, h6, h11.

Event description:
During the procedure, the biopsy forceps did not open and close consistently and the procedure was cancelled.